Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0mmx220mmx150cm sterling balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured. The device was completely removed by simply pulled out from the patient's body. The procedure was completed with a non-bsc balloon catheter. No complications were reported and the patient's status was good.